Event description:
It was reported that during a right hemicolectomy procedure, the surgeon had difficulty taking the ancillary trocar out of the anvil before firing the device. The surgeon used a kelly clamp and several other instruments to try to remove the trocar and finally it was removed. The device fired properly. The same device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Anvil / ancillary trocar not returned the analysis results found that an (B)(4) received instead of an (B)(4) . The device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was cut and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event described could not be confirmed as the ancillary trocar was not received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. (B)(6).

Event description:
It was reported the patient was completely pacemaker dependent. The atrial lead did not sense or capture and the rv lead was fractured. The patient had svc stenosis. The leads and the device were replaced. It was later reported by the nurse that she had been made aware the patient had died 19 days later and she was questioning "whether it was from the sf-lead replacement." The cause of death has been requested and not received.